Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Pir # (B)(4).

Event description:
It was reported that while a consumer was using a bd ultra-fine short insulin pen needle to inject herself with lantus, the needle broke off in use. The consumer went to an emergency department where she was evaluated and received an x-ray and a CT scan. The imaging studies did not visualize the broken needle and she was advised to wait and see if the needle would come out on its own. She was also advised to return for re-evaluation if her injection site becomes swollen.